Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
This will be filed to report an air embolism. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. After steerable guide catheter (sgc) insertion, air bubbles were noticed on echo imaging. Aspiration was performed but was unsuccessful due to the tip of the sgc not being able to reach the air bubbles. The physician continued the procedure without further complication and one clip implanted. It was noted that the air bubbles diminished over the duration of the procedure. The procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.